Event description:
In 2005 customer applied the cold pack to customer's back to relieve back strain. Customer applied it directly on customer's skin for 15-20 minutes or so. A short time later customer showered and said it felt like someone was putting a hot iron to customer's back. It turned red and swelled up. Customer went to the dr. Who prescribed medicine for the bum.